Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient's blood glucose was elevated to 480 mg/dl while using the animas insulin pump to managed his/her blood glucose. Around (B)(6) 2011, the patient's blood glucose was in the "200's mg/dl" in the morning time. When the patient went to school, the patient's blood glucose was elevated to "480 mg/dl" with symptoms of "nausea, headache, tiredness, and ketones." The patient did not respond to correct bolus insulin via the animas pump. The patient subsequently disconnected from the animas pump and took insulin treatment via syringes. During troubleshooting, the animas healthcare provider verified that the animas pump is working accordingly. This complaint is being reported because the patient allegedly received medical intervention for a hyperglycemic episode while utilizing the animas insulin pump to managed his/her diabetes.